Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to device thrombosis and cardiogenic shock. Additional information was requested, but was not provided.

Manufacturer narrative:
The evaluation of the returned device confirmed the report of device thrombosis. Upon disassembly of the sealed inflow conduit, examination of the distal-side of the inlet elbow revealed a red, flat, loosely seated tissue-like deposition. The deposition lacked laminated layering and was not adhered to the textured blood-contacting surface, indicating that it likely did not initially develop in this location; however, its origin could not be conclusively determined. Upon disassembly of the pump, a large thrombus formation was found surrounding the outlet bearing ball and lodged between all three stator blades, occluding the majority of the blood flow path through the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The areas of denaturation on the thrombus as well as the slight contact marks noted on the outlet portion of the rotor indicate that the thrombus was present while the pump was supporting the patient. The evaluation could not determine a specific cause for the development of the observed depositions or a duration of time for which they were present in the device. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.